Event description:
The facility reported that a screen of a pump went blank during an infusion. The pump was being used for a transfusion when the "screen went blank" and reportedly, the pump lost its memory. The pump was then powered off and reprogrammed and the infusion was completed. According to the facility's biomedical engineering department, no patient injury has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, type of transfusion/medication infolved, rate of the infusion, and set up of the device.